Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, when the reported device was connected to the stapler, the bailout suture was disengaged. A new device was used to complete the procedure. The event occurred during the procedure but the product was not used for patient. There was no patient injury.